Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed hematoma/seroma in the pocket site few days post-implant. Fluid collection adjacent to the device was noted on ultrasound. Device pocket was evaluated, and no signs of infection were noted. No intervention was performed, and patient was continued to be followed. During an unrelated hospital admission few months later, no documentation of hematoma was noted. The issue was resolved without any intervention. Patient¿s condition was stable.